Manufacturer narrative:
Conclusion: damage to the active electrode, most likely due to the reported fall, was determined to be the root cause of device failure. Also an accident or trauma might have weakened the fixation of the electrode which led to device mobility. Due to the damages directly after the silicone overmold, the exact location for the wire breakages could not be found. Other damages found are most likely related to explantation surgery. This is a final report.

Event description:
It was reported that in (B)(6) 2011 the patient fell and hit her head. After the accident the hearing performance decreased.

Manufacturer narrative:
The device was explanted and returned to med-el headquarters, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that in (B)(6) 2011 the patient fell and hit her head. After the accident the hearing performance decreased. After re-mapping the patient was satisfied and no re-implantation was scheduled at that time. The patient was re-implanted on (B)(6) 2015.